Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, customer reported that the control iq (ciq) setting had been inadvertently turned off. Customer declined to correct the time. Tandem technical support advised customer to consult with their healthcare provider regarding ciq setting adjustment.